Event description:
It was reported that the sterility of the protective cover was compromised. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon arrival, the package was damaged. The bottom of the box was crumbled and bent with damage applied to the protective cover and slight visible damage to the splines of the catheter inside the package. When prepping this catheter including flushing and testing the catheter in basket and flower configurations, the catheter would not go into basket and flower and would not undeploy. A second catheter was taken from a different lot and failure to undeploy was seen again. A third catheter from the same lot was then taken and also experienced difficulty undeploying. However, the third catheter was used to complete the procedure successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was initially reported that the sterility of the protective cover was compromised. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon arrival, the package was damaged. The bottom of the box was crumbled and bent with damage applied to the protective cover and slight visible damage to the splines of the catheter inside the package. When prepping this catheter including flushing and testing the catheter in basket and flower configurations, the catheter would not go into basket and flower and would not undeploy. A second catheter was taken from a different lot and failure to undeploy was seen again. A third catheter from the same lot was then taken and also experienced difficulty undeploying. However, the third catheter was used to complete the procedure successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory. It was further reported that during the delivery process, the whole shipment was damaged externally and caused some damage internally but did not affect the sterility of the catheter. This was regarding the first catheter used to see if the delivery process damaged the catheters, which it is believed that it did contribute to damage according to the site.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was attempted to be inserted into the catheter; however, this was unsuccessful as resistance was felt inside the guidewire lumen. Therefore, deployment of the catheter was unsuccessful. No issues were observed regarding the spline cage. Dissection of the catheter revealed guidewire lumen damage outside the inner hypotube. Additionally, images were reviewed by a boston scientific quality engineer. The provided images show the packaging box and packaging bag were damaged, supporting the reported event.

Event description:
It was initially reported that the sterility of the protective cover was compromised. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon arrival, the package was damaged. The bottom of the box was crumbled and bent with damage applied to the protective cover and slight visible damage to the splines of the catheter inside the package. When prepping this catheter including flushing and testing the catheter in basket and flower configurations, the catheter would not go into basket and flower and would not undeploy. A second catheter was taken from a different lot and failure to undeploy was seen again. A third catheter from the same lot was then taken and also experienced difficulty undeploying. However, the third catheter was used to complete the procedure successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that during the delivery process, the whole shipment was damaged externally and caused some damage internally but did not affect the sterility of the catheter. This was regarding the first catheter used to see if the delivery process damaged the catheters, which it is believed that it did contribute to damage according to the site.